Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged occurrences of necrotic tissue and maceration are related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas.

Event description:
On mar 25 2016, kci completed a review of journal article: andres, torsten, falk von lübken, benedikt friemert, and gerhard achatz. "Vacuum-assisted closure in the management of degloving soft tissue injury: a case report." The journal of foot and ankle surgery (2016): n. Pag. Web. Doi:10.1053/j.jfas.2015.12.002. The authors reported on a case of a (B)(6) patient with extensive degloving injury to his right foot involving severe subcutaneous soft tissue disruption and contamination. The initial treatment consisted of debridement, irrigation, primary wound closure at a few sites, and coverage of the remaining skin defects with vacuum-assisted closure v.a.c.® granufoam¿ dressing set at 75mmhg. The v.a.c.® granufoam¿ dressing was changed on days 2, 4, 6, and 8 as planned. Some necrotic skin areas were detected at the wound edges, the tissue was removed, the wound irrigated and v.a.c.® therapy reapplied. When a revision surgery was performed on day 10 the wound showed no signs of inflammation, apart from a small area of macerated skin on the dorsal surface on the metatarsal bones. Granulation tissue had begun to form. It was covered with a synthetic skin substitute (epigard ®). A providone iodine-soaked dressing was applied to the area of macerated skin. At day 20, after 10 days without v.a.c.® therapy, owing to the progressive enlargement of the defect, v.a.c.® granufoam¿ dressing was reapplied. When the v.a.c.® granufoam¿ dressing was changed 4 days later, the wound showed no signs of inflammation and had a healthy wound bed with granulation tissue. Over the next several days the records indicate continued wound improvements while on v.a.c.® therapy, including the successful placement of two mesh skin grafts. On day 52, the patient was discharged from inpatient care. The patient was regularly assessed on an outpatient basis over a follow-up period of 15 months. The patient had returned to normal activities with no limitations. There have been several unsuccessful attempts made to obtain the v.a.c. Ats® serial number, therefore a device evaluation could not be performed.